Event description:
It was reported that the customer stated that he saw a participant on his recent clinical trial do a site change at a couple of weeks back. Customer was surprised about how much detail and concentration was required. Customer is worried about getting bent cannulas upon insertion and also about the pain of insertion on cold days. Customer stated he has not gotten over that issue. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.